Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed an reproduced the identified symptom false downstream sensor reading to be above specification with a fluid filled set loaded. The downstream tubing guide was reworked and the force sensor was calibrated to correct this condition.